Event description:
It was reported that after a couple lead insertions to get correct position and after a couple stylet removal and reinsertions, the stylet would not insert all the way into the lead. The lead was in the epidural space when the stylet was inserted. The implanter suspected blood. The lead was removed. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3777, lot# v523263007, product type: lead. (B)(4). Analysis of the lead (model# 3777, lot# v523263007) found no anomaly. Three different types of known good stylets were fully inserted into the stylet coil. Continuity was acceptable at all circuits.